Event description:
The customer reported via phone call that they was in emergency room and also they were hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2022 with blood glucose level was 600 mg/dl. The current blood glucose level was 99 mg/dl. Customer did not provided any information about the symptoms due to high blood glucose. The customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode was not active at that time. Cannula was bent. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, ozp-mmt-7020- snsr, unomed set .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The customer alleged was hospitalized for high bg and dka. On (B)(4), customer returned pump for alleged at the battery cap damage found on 28-may-2022. On 06-may-2022, (B)(4), the customer alleged was for high bg. On 06-may-2022, (B)(4), the customer alleged was hospitalized for high bg. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and cracked select button keypad overlay during the visual inspection. Unable to verify battery cap damage due to pump received without the original battery cap. Thump and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.3 mv). In summary, pump passed all required testing. Unable to verify customer alleged for high bg and dka. The force sensor is within specification. Customer alleged for battery cap damage unknown due to pump received without the original battery cap. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in previous supplemental report. The information has been provided in section b5 with this report.

Event description:
Update: the customer reported that emergency medical services were dispatched, went to the emergency room and were hospitalized on (B)(6) 2022 at 19:00 due to diabetic ketoacidosis. Blood glucose at time of event was over 600 mg/dl (hyperglycemia). Symptoms that were reported with the event included confusion, feeling tired/weak and an increase in thirst. Ketone test was done and ketones were present. User was treated with intravenous insulin drip and fluids. Blood glucose at time of the call was 99 mg/dl. When asked what led to the event the user stated that they had a bent cannula. User stated when they used the serter to insert infusion set, there was difficulty with the serter, button on top of serter was hard to press and there were difficulties with the infusion set being released. User had tried 3 sets and all had a bent cannula. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode was not active at that time.